Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during the impella explant there was a possible small iliac artery dissection that occurred. As intervention, the staff monitored the patient¿s vitals, access site and pulses. The patient was reported as stable.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel has been completed. The device was not returned for investigation. Clinical details do not specify if excessive force was used during explant, or any patient peripheral vascular conditions. It was noted that vitals, explant site, and pulse were ok. The root cause of the vascular damage could not be determined due to no product returned, limited clinical information on explant procedure, and patient conditions.